Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot# j0225629v, implanted: (B)(6) 2002, product type: lead. Product ID: 3487a-45, lot# j0230969v, implanted: (B)(6) 2002, product type: lead. Other relevant device(s) are: product ID: 3487a-45, serial/lot #: (B)(4), ubd: 13-sep-2006, UDI#: (B)(4). Product ID: 3487a-45, serial/lot #: (B)(4), ubd: 30-oct-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient had their first ins replaced because it stopped working and the lead was loose. The event date was asked but was unknown. No further complications were reported/anticipated.